Event description:
Voluntary medwatch received states that the atrial lead exhibited under sensing of atrial arrhythmia. No intervention or procedure was reported. The atrial lead remained implanted. No adverse patient effects were reported.